Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. Additional information was obtained during follow-up with the pd nurse. It was reported that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain and pd catheter (not a fresenius product) malfunction. The nurse stated the patient initially underwent repositioning of the pd catheter. However, during the procedure, it was discovered the patient had peritonitis. The nurse reported that the patient had a pd culture obtained in the hospital which grew the bacteria methicillin resistant staphylococcus aureus (mrsa). The patient was treated with intravenous (IV) antibiotic therapy (details are unknown). Furthermore, the patient required removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2026, the patient was discharged home and is recovering from the event. The patient currently remains on hemodialysis on an outpatient basis. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with fresenius products in relation to the peritonitis event. The nurse indicated that the peritonitis event is most likely caused by patient contamination of pd catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).